Manufacturer narrative:
Neither patients nor staff were injured nor suffered from smoke inhalation. Gambro initiated a rebuilding order to inspect all the machines installed, with expected completion by 05/31/07. The customer provided info confirming the machine had the new style solid-state relay installed. However, gambro technical services inspected the machine and determined the old style component was actually present.